Manufacturer narrative:
(B)(4). Fisher & paykel healthcare is advised that a number of the complaint rt236 breathing circuits are currently en route for investigation. We are not yet in receipt of any complaint breathing circuits in order to commence our investigation. We will submit the findings of our analysis following receipt of the device(s) and completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported to fisher & paykel healthcare's branch office in (B)(4) that clinical staff in the neonatal intensive care unit were unable to connect the heater wire adapter to the heater wire plug in a number of rt236 infant dual-heated evaqua breathing circuits. This event occurred during initial equipment set-up, prior to patient use. No patient consequence was reported.